Manufacturer narrative:
H10 h3, h6: the device was being used during treatment when the green dots appeared but no mesh was generated. The log files and case screenshots were returned for evaluation. The DHR was reviewed for software version and it has been validated. A complaint history review found similar complaints of the reported issues and will continue to be monitored. The navio surgical system surgical technique for total knee arthroplasty contains instructions for collecting points in free collection. The relationship of the device and the reported event has been established. Log files confirmed that the mesh generation problems had occurred due to the first points of the free collection had been collected away from the bone and the foot pedal was pressed earlier than the surgeon was actually collecting points. The issue can be resolved by leaving the free collection state, then re-entering it and removing one pint from the collection so that the system will recalculate the bone position from all of the collected points. The root cause of the issue was due to user error.

Event description:
It was reported that during a tka procedure, when mapping the femur, the anterior aspect and medial condyle mapped well but when surgeon continued to lateral femoral condyle, green points we're collecting but no bone mesh was forming. The surgeon was asked to stop and wait to see if the system would catch up and fill in the bone mesh but it didn't. The points were removed until it got back to the medial femoral condyle points that were collecting and filling in well. Surgeon was asked to map the lateral femoral condyle again. Same thing happened where green dots were collected and no bone mesh was forming - there were light and dark green dots. Asked surgeon to stop again and removed the points and asked him to map a third time. This time it worked and bone mesh filled in. There was a short surgical delay reported with no patient injury.